Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was monitored for 24hrs and no low battery alert was noted. The insulin pump passed stop idle current, current, self-test, off no power, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked case at display window corner and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump experienced repeated motor error alarms while priming. He reported his blood glucose level to be 208 mg/dl. Customer was advised to disconnect from the pump and revert to back up plan. The product was returned.